Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain/increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove her essure coils and fallopian tubes was performed in 2015.). Essure was removed in 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, abnormal weight gain, abdominal distension, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a (B)(6) year-old female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including chronic pelvic pain. The plaintiff was submitted to surgery to remove her essure coil and fallopian tubes in 2015. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain/increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (to remove her essure coils and fallopian tubes performed in 2015.). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, abnormal weight gain, abdominal distension, fatigue and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, abnormal weight gain, abdominal distension, fatigue and pelvic discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including chronic pelvic pain. The plaintiff was submitted to surgery to remove her essure coil and fallopian tubes in 2015. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.